Manufacturer narrative:
Conclusion the complaint can not be verified due to mishandling of the product. Result the soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the following e8 error message(s). Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported being unable to confirm the error message with the check button on the infusion device. Patient received an e8 (power interrupt) error message. Patient stated she took a shower with the infusion device on. Patient reported she changed the battery and the battery cover of the infusion device; no success. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.